Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage measurement was performed and failed at 0 vdg. A review of the share logs was performed and a pairing failure was not found but an instance of failed transmitter error was found within the investigation window. The allegation was not confirmed but an instance of failed transmitter error was found. The reported event is reportable based on the finding of a failed transmitter error. No injury or medical intervention was reported.